Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Information received from the site indicated that they would not provide any additional information due to confidentiality. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Analysis summary conclusion: (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was not confirmed, review of log files was not performed since log files covering the reported event date were not available for analysis. Of note, it was reported that the patient was having kidney surgery, and the general surgeons stopped anticoagulation during the procedure. It was stated that there were power increases observed afterwards. The patient received multiple lysis therapies without success, so the patient underwent a pump exchange. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high-power event can be attributed to external factors such as thrombus formation/ingestion. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the ventricular assist device (vad) coordinator, that the patient was having kidney surgery, and the general surgeons stopped anticoagulation during the procedure. It was stated that there were power increases observed afterwards. It was also stated that the patient received multiple lysis therapies without success. It was further stated that the patient underwent a pump exchange that was stated to have been successful. No additional information available.